Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert was received for high out of range high voltage lead impedance on the right ventricular lead back on (B)(6)2018. Review of the transmission revealed the impedance was high at that time but had since dropped back in range. No patient symptoms were reported. The lead remained implanted and the patient would continue to be monitored.